Event description:
Following successful venipuncture the stylet was pulled back for removal. The telescoping piece stayed attached to the port and the white stylet puller came out with the stylet exposed. The stylet stuck the technician in the non dominant hand.